Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and treatment appears to be related to interaction of the device with patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide device with a 6f sheath after a peripheral intervention. Reportedly, there were stents in the bilateral iliac arteries from a previous procedure. In an attempt to insert the proglide fully into the artery to place the suture, the guide wire was moved in and out of the artery to be able to advance the proglide device father into the patient's anatomy. The wire did not engage well as it was hitting a previously placed stent. The proglide device could not be inserted properly and was removed. A mynx was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.